Event description:
It was reported that the right atrial lead triggered a lead warning due to low impedance. Low sensing values and oversensing were also noted. It was additionally reported that the right ventricular lead had low impedance in the unipolar mode, low sensing values, and was undersensing. The leads were reprogrammed from unipolar pacing to bipolar pacing; both leads remain in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.